Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Customer stated that they observed some qc related issues on morning of event. System check performed on (B)(4) 2011 passed within instrument specifications. Bci field service engineer (fse) replaced wash wheel bearings and substrate probe which appeared defective. Fse verified hardware operation by completing high sensitivity system check which was within instrument specifications and by checking instrument alignments. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) male patient, generated by the unicel dxc 600i. Repeat analysis on the same instrument produced a lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.